Event description:
Caller states that the device stored a result that caller did not receive as a blood glucose result when testing. She also reports that the device memory stored one value incorrectly. No adverse event reported. Requested return of suspect device and replacement was sent.